Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. Problem code 1074 captures the reportable event of balloon burst. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons and a spyscope digital access and delivery catheter used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter and two hurricane rx dilatation balloons were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the working channel sleeve protruded. Reportedly, no accessory device was inside the spyscope ds when the working channel sleeve protruded. A hurricane rx dilatation balloon was also used and the balloon part broke off. The same issue occurred with the second hurricane balloon. The procedure was completed with another hurricane rx dilatation balloon and a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. **correction** a hurricane rx dilatation balloon was also used and the balloon burst. The same issue occurred with the second hurricane balloon.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two hurricane rx dilatation balloons and a spyscope digital access and delivery catheter used in the same patient and procedure. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter and two hurricane rx dilatation balloons were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the working channel sleeve protruded. Reportedly, no accessory device was inside the spyscope ds when the working channel sleeve protruded. A hurricane rx dilatation balloon was also used and the balloon part broke off. The same issue occurred with the second hurricane balloon. The procedure was completed with another hurricane rx dilatation balloon and a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.